Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported by a sales rep that, during an unknown vascular surgery, the suture was broken during continuous suturing for hemostasis of a large blood vessel. Another product was used for hemostasis, but it was also broken. The lot number is mdh117 please clarify: how many sutures were broken during the procedure of lot number mdh117? Since quantity of product involved is 1. No further information is available. What tissue was being approximated or sutured when it broke? =>a large blood vessel. Device return status/follow up? No sample will be returned. No further information will be provided. Event reported in 2210968-2020-08159.

Event description:
It was reported that a patient underwent an unknown vascular surgery on (B)(6) 2020 and suture was used. During the procedure, the suture was broken during continuous suturing for hemostasis of a large blood vessel. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/06/2020. A manufacturing record evaluation was performed for the finished device lot number mdh117, and no non-conformances related to the reported complaint condition were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.